Event description:
It was reported that this pacemaker was suspected to have exhibited premature battery depletion due to consistent drops in battery longevity. Device data was sent to rhythymcare for review. This device was noted to have exhibited atrial undersensing. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned ingenio device was analyzed and it was confirmed the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. A cross-functional investigation determined that the unexpected change in observed longevity is due to a mismatch between the actual battery voltage and the expected battery voltage per the nominal battery discharge model (which represents how the device's battery voltage typically decreases over time).

Event description:
It was reported that this pacemaker was suspected to have exhibited premature battery depletion due to consistent drops in battery longevity. Device data was sent to rhythymcare for review. This device was noted to have exhibited atrial undersensing. This device was then explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was suspected to have exhibited premature battery depletion due to consistent drops in battery longevity. Device data was sent to rhythymcare for review. This device was noted to have exhibited atrial undersensing. This device was then explanted and replaced. No additional adverse patient effects were reported.